Event description:
A surgeon reported a patient with an unexpected outcome in the right eye following intraocular lens (iol) implant surgery which was performed by a different surgeon. The reporting surgeon is not blaming the lens for the event. Possible causes identified include formulation error and inaccuracies in axial length measurement. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested by phone, mail and fax. (B)(4).